Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reported events, the most probable cause for the reported event is mishandling. The instruction manual warns users ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged.¿

Event description:
Olympus was informed that upon receipt, the sterility of two devices were found to be compromised, as the packaging was noted to be damage. The devices were not use on a patient; therefore, no patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and the device¿s manufacturer and expiration dates. The device was returned to olympus for evaluation. The customer¿s complaint of a "sterile breach" was confirmed. A visual inspection was performed on the returned device and found the device to be in new condition sealed inside the sterile tray; however, the lip of the tray was noted be cracked with rough edges and lifted at the corner. The original shipping carton was not returned with the device. Based on the evaluation findings, the sterile breach can be attributed to mishandling.

Manufacturer narrative:
The OEM performed a DHR review for the concerned lot number without showing any non-conformities or deviations during the manufacturing process.